Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. An ipsilateral approach was performed. The guidewire was advanced to the lesion and dilatation was performed with a non-boston scientific balloon. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected to dilate the remaining stenosis. The device was inflated twice each at 6 atmospheres for 30 seconds, respectively. During the procedure, the balloon ruptured on the second inflation. The balloon was successfully removed with no damages noted to the product. The rupture was found to be from the center tip in the shape of a pinhole. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.